Event description:
It was reported by the customer that the device's battery compartment was broken. The compartment breaking off during a procedure could lead to an infection risk. There was no known patient impact or delay to any known procedures.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by the customer that the device's battery compartment was broken. The compartment breaking off during a procedure could lead to an infection risk. There was no known patient impact or delay to any known procedures.